Event description:
Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated that the patient did not complete treatment. The pdrn stated that the fluid leak came from the cassette. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: a2, a4, b5, g3.

Manufacturer narrative:
Correction: a1.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 2 of 6 of treatment and the treatment was cancelled. The patient reported that the cycler was rebooted and treatment was resumed, but the cycler would still not function. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Additional information has been requested, however; to date has not been provided.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer and an external visual inspection was performed with no physical damage noted. There were visual indications of fluid found within the cassette compartment. The cycler passed a system air leak test, valve actuation test, teach pump test, and patient sensor calibration check. The accelerated stress test (ast) failed due to a fluid leak was found during the removal of the cassette. Failure was caused by a motor mushroom head contacting the pump body bore opening. The motor drive plunger had additional free play between the drive plunger and the pump body bore opening. The additional free play caused the mushroom head to contact the pump bore opening causing the cassette film to be damaged. Upon further inspection, the nut securing the mushroom head diaphragm was not fully secure. After re-torquing the nut, the additional drive plunger free play was removed, and no further contact occurred. The positional alignment of mushroom head check failed due to mushroom head diaphragm nut not torqued to specification. An investigation of the cycler mushroom heads failed due to one of the mushroom heads contacting the bonnet on the lower right side. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported condition was confirmed.